Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: hospital pharmacy the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the hook of the dilator broke during use and became misaligned. There was no harm to the patient.